Event description:
Reporter had bilateral silicone implants in (B)(6) 1982. In 1989, her blood work showed parasitic infections. She has been on numerous medications and this caused her immune system to crash. Reporter had severe pain in her breast, lumps in lymph node (right armpit) and underneath her nipple of right breast that had to be surgically removed in the mid 90's. The silicone implants became very hard and caused her pain that was radiating to her eyebrows and ambulating became difficult at times to the point where she had to crawl. Calcium deposits had built up in her implants and spread through her body including her lungs. The shapes of the silicone changed, breast became dimpled and contracted. She experienced constant pain and burning sensation in both breasts. Reporter contacted her obgyn who diagnosed the cause of the pain and discomfort was from the implant. The silicone implants were explanted (B)(6) 2016 and they looked like defecated plastic. The implant had ruptured silently and there were no warning signs. The only reason reporter placed implants was to correct a birth defect. Reporter would like to see a recall on these implants as she believes they are dangerous in the body of all women who have it implanted in them. Reporter is in a group with about 8000 other women who have similar issues and who will be filing complaints accordingly.